Event description:
International customer reported that a patient presented with a wound dehiscence at an unspecified time following an unspecified surgical procedure. Four of the surgical knots had untied. The patient was returned to surgery for repair. Additional information was requested; no additional information was received.

Manufacturer narrative:
Date sent to the FDA: 12/29/2008. Knot unraveled. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.